Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead was over-sensing noise that caused pacing inhibition. No changes or intervention were reported. The patient was in stable condition.